Event description:
The ve lvas was implanted in 2000. In 2001, the facility's program director informed the manufacturer's (MFR.) Representative of the following: the patient is very active with flows of 6-7 lpm and pressure of 110-120 mmhg. On 12/13/2001-the day of the event, between the hours of 3-4 a.m., the pump was alarming red heart. The patient contacted the hospital around 8-8:30 a.m. And informed the hospital of the situation. Additionally, it was stated that grinding noises were coming from the pump and a red heart alarm expressed on the display module as low power limit advisory. The patient was instructed to go to the hospital by 10 a.m. Shortly after while working in the yard, the patient called to patient's son to get the hand pump because patient thought the pump was going to stop. The pump stopped and patient's son started to hand pump, but met with resistance, then it gave way and hand pumping proceeded normally. The patient was brought to the hospital and was placed on pneumatic actuation. Because the pump stopped, the patient was not switched back to electric actuation to collect a data waveform. The pump was explanted later in 2001, the original outflow valve and graft were left in and the patient was re-implanted with a new pump. No further details were provided.